Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during delivery, the device recrossed the aortic valve. An echocardiogram was done because the physician was concerned about placement. The physician tried to reposition the device and the impella was pulled into the aorta. The physician decided to explant and replace the device. It was reported that the patient survived explant. No additional information is available.

Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related.